Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: fluoroscopic images from deployment procedure shows that the filter was deployed in normal shape and without any tilt. Images from attempted retrieval procedure in july 2012 confirms that the filter configuration is over expanded and the filter is tilted as described in the report. However, filter perforation of the vena cava wall is a well known risk. Several case reports published in articles describe filter perforation of the vena cava wall. Despite perforation the majority end up in successful filter retrieval. In this case the physician has considered that the best course of action is to leave the filter in place and monitor the patient as the patient is not experiencing any discomfort or displaying any adverse symptoms as a result of the strut perforation. There is no indications according to the device history file that the filter was not manufactured according to specifications. The description of this complaint does not indicate presence of device failure and the exact root cause is unknown. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: female patient had a filter celect placed on the (B)(6) with previous history of p.e. 4 breast surgery. Patient screened for removal on (B)(6), the radiologist noticed 4 legs protruding through the svc. 1 strut perforated the duodenum and 2 lying against the aorta. Additional information received on 16aug2012: "to recap, the physician deployed the ivc filter on (B)(6) 2012 via a femoral approach. The first image shows a beautifully positioned celect filter immediately post deployment, in an appropriately sized ivc. The patient is (B)(6), had multiple pes and was bleeding on anticoagulation. The device was deployed with the intention of subsequent retrieval. I attempted retrieval from the right jugular approach 7 weeks later, but venography revealed a grossly tilted filter with significant strut penetration outside the ivc lumen. I was concerned enough about the strut position to arrange urgent CT. This revealed one strut abutting or penetrating the duodenum, with 2 struts in direct contact with aorta. Further imaging is planned". Per (B)(6) incident report: "the patient had a history of bilateral pulmonary emboli post breast surgery, and had recurrent bleeding incidents on anticoagulation. A retrievable (temporary) ivc filter was deployed on (B)(6) 2012. This was deployed in an infra-renal location. It was well positioned with no tilt. At attempted retrieval on (B)(6) 2012, it was noted to be grossly tilted, with evidence of strut penetration well beyond the boundaries of the ivc. Retrieval was abandoned, and CT performed to establish the exact anatomical location. CT venography confirmed multiple struts outside the ivc, one strut into or abutting the duodenum and 2 struts abutting the aorta. The device was grossly tilted. Details of injury: filter not retrievable radiologically. It may be surgically retrievable if necessary, but this will require complex surgery. Current risks are further migration into the aorta, duodenum or surrounding structures. Patient outcome: patient is being monitored.